Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, they went down to confirm with a scope, the capsule was found in the pharynx and was recovered. The patient was not injured following the procedure.